Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 16-jan-2018, fse was dispatched to the customer's facility to address the reported event. The fse replaced the bound free (b/f) washer probe, the 2-way and 3-way valves (sv201, 401, 402, and 501) in conjunction with associated complaints regarding b/f probe purge issue. After replacing the components, the aia-360 instrument function as intended and all the results were within acceptable range. On 17-jan-2018, a technical support specialist (tss) follow-up with the customer and was told that they ran three levels of controls for ft4 and all are now in range after the fse's dispatch. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The st aia-pack ft4 analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most likely cause was due to worn out valves and b/f probe.

Event description:
On (B)(6) 2018, a customer reported lower than expected free thyroxine (ft4) result of 0.56 ng/ml (the reference range is 0.75-1.54 ng/ml) on a patient sample, which was 0.86 ng/ml the previous week on the aia-360 instrument. In addition, customer reported out of range high quality controls (qc) with the aia-360 instrument. On 16-jan-2018, a field service engineer (fse) was dispatched to address the reported issue. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Corrected data: in both describe event or problem and device evaluated by MFR/additional MFR narrative, the fse dispatched date was 16-jan-2018. The corrected date is 10-jan-2018.

Event description:
N/a